Manufacturer narrative:
The reported events loss of capture and low r-wave sensing were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited loss of capture and low r-wave sensing measurement. The lead was explanted and replaced. The patient had no adverse consequences.